Manufacturer narrative:
On 05/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/31/2016 a medtronic representative, following-up at the site, confirmed the site was using the proper apt tera gold tool card. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an open spinal fusion procedure, the site's navigation system could not see the gold teratracker, however, could see the purple teratracker. The site backed out of the synergy spine software and re-entered and were then able to see the gold teratracker. The surgeon opted to abandon use of the navigation system navigation and completed the procedure with the c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.